Event description:
During a phacoemulsification procedure, the physician could not maintain the chamber which resulted in chamber collapse. Aspiration was lowered and the procedure was able to be completed. There was no pt injury.